Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen would respond with delay to the customer's touch. Reportedly, when the customer would press number "1" to unlock the pump, the pump would not respond. When the customer pressed number "3", the pump would display that the number "1" was being pressed. There was no impact to the customer's blood glucose level. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.